Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high alp2 alkaline phosphatase result for one patient sample from the cobas 8000 c 502 module. The initial result was 177 u/l and the repeat result was 75 u/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 29749601 with an expiration date of 31-aug-2018. No issue was found with other assays. The field service representative could not find any issues. He checked and cleaned multiple parts of the analyzer. He ran performance testing which passed. The investigation was unable to find a definitive root cause. Based on the provided data, an instrument or reagent problem could be ruled out as calibration and qc were acceptable.